Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: end user is reporting, "dispensing pins having plastic particulate in them the results in plastic particular in our products that we're making. The user can see in the package (the devices are in a big plastic bag, and then individually wrapped, with a label on one side clear plastic on the other side. All the product on hand is still inside inner plastic but the particulate cannot be seen - the particulate has been noted inside of the spike...after they spike and as they have started to draw things out, they get plastic inside spike or inside the syringe."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided; however, one (1) photograph was submitted for evaluation. Visual evaluation of the photograph was conducted, and a small particle was observed within the fluid path of the dispensing pin. Based on the visual findings, foreign matter was present; therefore, the reported defect was confirmed. Due to this report and other reports of this nature, the manufacturer has initiated a corrective action and preventive action (CAPA) in order to further address issues with particulates caused by damage between the spike and guard. A corrective action/preventive action (CAPA) was initiated to address the issue of this nature. A CAPA is a systematic process utilized to identify the root cause of an issue or potential issue in a product or process and to introduce remedial actions (known as corrective actions) to prevent recurrence. At b. Braun this process is utilized to ensure a thorough resolution to the issue and to ensure that it is visible and managed by the management team accountable for this product or process. The CAPA process includes requirements for effectiveness checks to ensure that the issue does not re-occur and that all implemented actions adequately address the root cause. A root cause analysis was performed by subject matter experts, and it was concluded that the insertion method of the spikes has inherent risks which can potentially damage the spike's tip. It was confirmed that this defect can be attributed to operator oversight during the manufacturing of subcomponent item # s5069200, scrapping the sides of the cap or even the manufacturing table itself, and causing the particle on the spike's tip. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. The retained units were evaluated and passed the internal testing. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.